Manufacturer narrative:
The device was returned for evaluation. The returned device was visually evaluated, leading to the following observations the balloon section was received cut from the delivery system. In addition, a section of the flex shaft was cut and was not returned. The valve was also returned crimped over the crimp balloon area. Bent strut was observed on the inflow. The 16f esheath has liner tear from the distal tip to the strain relief. Functional testing was performed and able to pull balloon shaft to the warning marker, lock and utilize full fine adjustment with no abnormalities observed. The delivery system was pulled to valve alignment marker, and locknut/collet force measurements were taken of the returned device. Measurement shows device met specification. The reported events were confirmed based on procedural imagery and evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. Functional testing of the returned delivery system showed that fine adjust and gross alignment were able to be performed without resistance. In addition, locknut/collet force measurements showed that the device was within specifications. It should be noted that the thv was deployed in tricuspid position using the sapien 3 (s3) thv with a commander delivery system (ds), which is not an indicated use of the device. Therefore, this was off-label operation. An existing technical summary written by edwards lifesciecnes has been documented for root cause analysis to difficulties that occur while aligning the thv onto the inflation balloon when using an edwards commander delivery system. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why tension build up in the system due to valve alignment difficulty can potentially lead to a series of secondary failures such withdrawal difficulty. As per report, when performing the fine valve adjustment, the balloon did not respond, and the valve did not mount over the commander's balloon. Then, it was decided to remove the commander delivery system, however resistance was found during withdrawal. Additional pull force was applied, two of the valve struts bent outwards and got stuck, with the applied force the esheath expandable portion teared. The patient has tortuous anatomy. Performing valve alignment in non-straight vasculature may cause the valve to become unseated and dive into the flex tip. The unseated thv can result in additional higher-than-normal alignment forces creating high tension in the system. The resulting tension build-up could have led to the reported valve alignment difficulties. In addition, tension in the system can also be introduced through excessive manipulation during tracking or alignment such as torquing the handle or excessive force during alignment. Due to the present tortuosity, it may have led to a non-coaxial withdrawal of the delivery system into the sheath, leading to the withdrawal difficulties noted. Excessive forces during withdrawal could have resulted to the bent valve strut. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (function and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. Review of available information suggests that patient factors (tortuosity) and procedural factors (valve alignment in a non-straight section of anatomy, built up tension, non-coaxial withdrawal, excessive manipulation) contributed to the valve alignment and withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in mexico, regarding an implant case of a 29mm sapien 3 valve in unknown valve in tricuspid position by right femoral vein. When performing the fine valve adjustment, the balloon did not respond and the valve did not mount over the commander delivery system balloon. Withdrawal difficulties were encountered and additional pull force was applied. Two of the valve struts bent outwards and got stuck, with the applied force the esheath expandable portion tore. The delivery system and valve were out of the esheath liner in the iliac right vein. The the valve was removed through a phlebotomy. An incision was performed from the femoral vein to the iliac vein and, the delivery system was cut to achieve the withdrawal. The patient's blood pressure and cardiac rhythm drop because of the blood loss due to an hemorrhage caused by the vascular access site complication. Femoral and iliac vein repair was attempted. A temporal peace maker was placed, blood transfusion performed and medications were administrated in order to stabilize the patient. The patient's blood pressure was still low with low pulse so CPR started. The patient presented a ventricular fibrillation so a defibrillation was performed but the patient did not get out to sinus rhythm and was declared dead.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is underway.